Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has high impedances on all contacts of both leads; furthermore, the patient has experienced positional discomfort at the ipg site following weight loss. Surgical intervention may take place in the future to address these issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein both leads and the ipg were explanted and replaced to address the issue. Effective therapy was restored post operatively.